Event description:
Intended use: vidas® sars-cov-2 igg (9cog) is an automated qualitative assay for use on the vidas® family of instruments, for the detection of immunoglobulin g (igg) specific for sars-cov-2 in human serum or plasma (lithium heparin) using the elfa (enzyme linked fluorescent assay) technique. This assay is intended for use as an aid to determine if individuals may have been exposed and infected by this virus and if they have mounted a specific anti-sars-cov-2 igg immune response. Interpretation of results according to test value (I) is as follows: index interpretation I < 1.00 negative I = 1.00 positive description of the issue: a client from (B)(6) notified biomérieux that he observed an issue with vidas® sars-cov-2 igg 60t (ref. 423834). The involved lot number is unknown at this stage of the complaint. The client claimed that he observed a negative result on patient sampling using the vidas® sars-cov-2 igg 60t when compared to another method that obtained a positive result. The identity of the alternate method is unknown. There is no indication or report from the laboratory or physician that this incident have led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in (B)(6) of obtaining an a negative result in association with vidas sars cov-2 igg (ref. #423834), whereas an unknown alternative method provided a positive result. The customer did not provide any information regarding the value observed on vidas sars cov-2 igg or the context of the patient (past covid19 infection, vaccination, etc.). None of the customer¿s sample was available to submit to the biomérieux complaints laboratory. Investigations: quality control records: there is neither CAPA nor non-conformity recorded on this vidas assay in link with the customer¿s issue. Control chart analysis: control chart analysis was performed for four internal samples (1 samples with a negative target and 3 with a positive one) and on all the lots of vidas sars cov-2 igg released since the launch of the test. The results of all these samples comply with the expected specifications and biomérieux did not observe any specific trend of a lot of vidas sars cov-2 igg ref. 423834. In absence of customer¿s material (kit or patient¿s sample) and without information regarding the lot used by this customer, it was not possible to perform further testing on vidas sars cov-2 igg reagent. Conclusion: without customer's material available, information regarding the lot number of vidas sars cov-2 igg used , further the investigation cannot be pursued. Thus the root cause of the customer¿s reported issue is unconfirmed. According to past investigation and the in-house western blot method, it seems that some samples can have a particular serological profile with mainly igg antibodies against nucleocapsid protein and an igg response against rbd protein just below the positive threshold of vidas sars cov-2 igg method ref. 423834. This profile might explain the discrepant results between methods due to their format (global detection of human immunoglobulins or separate detection; detection of antibodies against nucleocapsid protein, spike protein or rbd antigen). It is mentioned in the package insert of vidas sars cov-2 igg ref. 423834 at the section limitations of the method: results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from m different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to the information mentioned above, vidas sars cov-2 igg ref. 423834 is in accordance with the specification of the product.